Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device with fluid and creases fold. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.